Event description:
Hill-rom received a report from a hill-rom technician stating the intellidrive would run in reverse when handles were pushed forward. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a possible short in the right push handle. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenances on this bed. It is unk if the facility performed preventative maintenance on their beds. Hill-rom technician replaced the right push handle assembly to resolve the issue. Based on this info, no further action is required.